Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au5800 clinical chemistry analyzer and observed bubbles coming out of the sample probe inner wash valve and the sample syringe. The fse replaced the valve assembly to resolve the issue. The fse performed calibration and quality control with acceptable results. The fse verified the analyzer returned to normal operation. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining high patient results on ion selective electrode (ise) for sodium, potassium and chloride on their au5800 clinical chemistry analyzer cell 2. The customer estimated 220 patient samples were repeated on a different au analyzer with normal results. The customer reported the corrected results outside the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.